Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a system replacement procedure, after placing the right atrial (ra) lead and this right ventricular (rv) lead loss of ventricular capture at 10 volts was observed. It was suggested to reposition the rv lead, however the physician elected to remove both leads. It was noted that both the ra and rv leads were removed from the patient without the physician retracting the helix. At that time no new products were implanted in the patient as per physician discretion. A new pacemaker system was implanted six days later without issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was taken of the lead and found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.